Event description:
It was reported that the device iui-female(left) - communication failure. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device iui-female(left) - communication failure. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21. Annex c: c21. Annex d: d16. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? Annex b: b01. Annex c: c0201. Annex d: d02. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the stated pcu issue of ¿iui-female(left) - communication failure¿ was confirmed during the investigation. On 03/26/2025, the pcu was received unboxed and with paperwork. Faulty left pcu iui board, assembly tc10013054 cause no channel ID. The pcu will be returned to bd san diego repair center for normal processing. Need to repair/replace left pcu iui board, assembly tc10013054. The failure investigation report will be attached to salesforce. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.